Manufacturer narrative:
Data review: console logs did not contain any information relevant to the complaint. Device analysis: console was tested after arriving in field service. Console operated as intended when connected to a known good pump and purge cassette kit. Inspection of the power cord confirmed that the ground pin on the power cord plug was slightly loose. The reported loose ground pin issue was confirmed. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that the console ic9995 was returned to the facility after being serviced. When biomed went to do a safety check they noticed the ground pin was very loose and it did not pass their safety test. They would like to send the console back.

Manufacturer narrative:
E1 is unknown.